Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A certified technician reported that after an intraocular lens (iol) was implanted, the patient had decreased distance and near best corrected vision. The lens was exchanged for a different model lens one month after it was initially implanted. Additional information was requested.